Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. High blood glucose level was 414 mg/dl. Current blood glucose value was 118 mg/dl. Insulin pump had insulin flow block alarm. Troubleshooting steps were not mentioned and customer will continue to use the device.